Event description:
Ous MDR. The lead was implanted in 2007 without difficulties and showed acceptable values. A post-operative check-up and x-ray showed a dislocation. A revision then took place two days later. Here, too, the lead was stable and had good values. A check-up after the revision by another implanting physician again showed a dislocation. The lead was explanted another two days later during the revision.

Manufacturer narrative:
Ous MDR. The analysis was unable to find any mfg error or material defect in the distal lead fragment. In regard to the dislocation mentioned in the complaint, no anomalies could be found at the distal lead fragment.